Event description:
Per complaint# (B)(4), complainant reports a device malfunction for vendor part, nouvag implant machine md11. Doctor was placing a dental implant using kit and md11 for 1st time. The burs they used for placement of 5.2 x 11 wouldn't latch into handpiece. He couldnt drill to depth because bur kept coming out of handpiece. Doctor was able to complete procedure in same visit with a new handpiece. No patient impact was reported, however, if the reported malfunction were to recur, in worst case scenario, there might be a delay in procedure if the doctor did not have another handpiece available. Nouvag has been notified of the issue.